Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has lost therapy and is no longer able to communicate with their ipg using their charger or programmer. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg explanted and replaced with a new model.